Manufacturer narrative:
MFR received date: 06 sep 2019. The assembly,pcb,pwr mgmt (power management) v8000 was returned to failure investigation (fi) for evaluation. Visual inspection of the assembly,pcb,pwr mgmt,v8000 revealed no signs of damage or contamination. This pm board was installed into the fi test ventilator. The ventilator remained operational with no errors detected. The customer returned power management (pm) board was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 12 sep 2019. The manufacturer¿s international service technician replaced the power management board in addition to the defective battery to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. The manufacturer¿s international service technician confirmed the reported issue. The lithium-ion battery didn't charge up to the specified voltage. The manufacturer¿s international service technician replaced the defective battery to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported battery failure. The device was not in use at the time of the reported event; therefore.